Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate when trying to ligate the clips did not close. There was no consequence to the pt.

Manufacturer narrative:
D5,6; h2,3,4,6; g4: added add'l info. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, yes; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional; firing: feed conform; firing: form conform; jaws: inside width at tips, .233. Analysis conclusion: based upon the inquiry info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the jaws were damaged. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. As the instrument was returned empty and locked out, further functional testing could not be performed. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.